Event description:
It was reported that a personal alarm model 8202l would not stop alarming. No consequences or impact to pt reported. Posey inspection of the returned alarm indicates that the battery connector is loose causing an intermittent alarm.

Manufacturer narrative:
Eval results (other): inspection of the returned alarm unit shows that the female battery connector inside the unit is loose causing an intermittent alarm. Cannot substantiate the customers claim of a continuous alarm. Conclusions: the female metal connectors on this unit are too big and do not connect onto the battery connectors properly due to a supplier defect.